Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. Further, test strips were found to have exceeded their expiry date. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the patient contacted lifescan (B)(4) alleging that their onetouch select simple meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient alleged the meter issue began, on (B)(6) 2019, stating that they obtained a blood glucose result of ¿between 7-8 mmol/l¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that they manage their diabetes oral medication (metformin), diet and exercise, reporting that they made no changes to their normal diabetes management, in response to the alleged high result. The patient stated that at an unknown time after the alleged issue, they developed symptoms of ¿weakness, sweating, nervous agitation, tachyarrhythmia, and nearly died¿. The patient stated that on (B)(6) 2019 they attended the clinic and were treated with IV glucose for 2 days. The patient confirmed that they felt better after the treatment. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure and that they did not have any control solution. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.